Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. Pairing test was performed and passed. There was no data log available to review. A bin file analysis was performed and fatal errors were found. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.